Manufacturer narrative:
(B)(4). Concomitant med products and therapy dates: burr device, motor device. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device. A visual and functional assessment was performed which determined that the attachment and burr devices were stuck in the motor device. The devices were able to be disconnected and it was determined that the attachment device failed for vibration. During repair, it was observed that the bearings were worn which created the vibration. It was determined that the failure was caused by worn out bearings and corrosion. It was further determined that the issue with the worn out bearings and corrosion was consistent with normal wear over time. It was further determined that the failure (could not remove cutter) was caused by the handpiece without the attachment assembled, being placed in the run position and the user assembled (couples) the attachment and cutter which locked the devices together and therefore, could not be disassembled (user error). Therefore, the reported condition was confirmed. The assignable root causes were determined to be traced to user (could not remove attachment), which is user error, and component failure (vibration caused by worn out and corroded bearings), which is normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a post-lab cleaning, it was observed that the motor device had an attachment device and an unknown burr device stuck in it. It was further reported that the burr looked like a 3mm (millimeter) carbide; however, it could not be removed for confirmation. During in-house engineering evaluation, it was observed that the attachment device failed for vibration. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.